Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mgq726, and no non-conformance were identified. Investigation summary: one unopened sample of product code eh7241, lot mgq726 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects was found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance, breakage suture was found and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent a coronary bypass surgery on an unknown date and suture was used. The suture broke off when sewing during the procedure. Changed to another one to complete the surgery. There were no adverse consequences to the patient.